Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 48 mg/dl. The customer treated with milk and (B)(4). The customer stated that when she inserted a mio, it punctured the skin and the cannula was bent. The customer reverted to manual injections while she was at work. The customer also had issues with 2 quicksets. The customer will call back to troubleshoot.